Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the cubie lid did not open.the customer stated that this malfunction occurred while dispensing the medication.however, there were no delays or adverse events or injuries reported based on this event.